Event description:
It was reported that during the implant procedure of this lead, the sensing value decreased (from 15 mv to 4 mv) and the rv lead impedance was high. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; full lead returned and analyzed. Distal conductor blood/blody fluid (not onstructed) blood in/on helix/lobe and sleeve head.